Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is 1 connector pin. Only the proximal fragment and a medial fragment of approx. 6 cm length were received for analysis. The distal fragment including the lead tip and the shock coils was not received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - high pacing impedances were reported on this lead.